Event description:
It was reported that, during set up for a cori assisted tka surgery, it was noticed that the rubber housing protecting the wires at the base of the real intelligence robotic drill had detached, causing the wires to be exposed. There were no backup trays available, so the case was completed using manual instrumentation without significant delays. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. There is a tear in drill side strain relief exposing underlying wires. A functional evaluation was performed to acquire drill usage statistics. The most likely cause of this event is product mishandling. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the cori surgical system user's manual for proper handling. Care and caution should be exercised during the surgical site setup and tear down to protect the device cable and from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during set up for a cori assisted tka surgery, it was noticed that the rubber housing protecting the wires at the base of the real intelligence robotic drill had detached, causing the wires to be exposed. There were no backup trays available, so the case was completed using manual instrumentation without significant delays. No further complications were reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.